Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure within the bile duct performed in 2009. According to the complainant, during the procedure, the inner sheath stretched and then detached preventing the stent from being deployed. Biopsy forceps were used to retrieve the device. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.